Event description:
The field svc rep (fsr) reported that during preventative maintenance of the device, he was unable to reset the ultrasonic air sensor (uas) with a fluid-filled test loop. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This complaint is confirmed. The field svc rep (fsr) confirmed the issue by using an alternate ultrasonic air sensor. A new air bubble sensor was sent to the user facility. The customer stated they will install the replacement. If add'l info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.